Manufacturer narrative:
A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent a scheduled hardware removal surgery on (B)(6) 2018. The patient initially had bilateral mandibular distraction procedure and was implanted with two (2) curvilinear distractors on (B)(6) 2018. When the patient was scheduled for removal of the distractors, the surgeon noticed the patient clinically was edge to edge. The surgeon was contacted after, during, and at the end of the distraction phase and was very happy with the outcome and confirmed clinically the patient's occlusion (mandible planned outcome position) was a class iii as per the plan. The surgeon also noticed that the distractors were not positioned at the planned end point of 25mm distraction upon removal. The surgeon believed that the distractors have wound back along the track. There is no surgical delay reported. Patient outcome is good. The procedure was completed successfully concomitant devices reported: 2.4mm titanium matrixmandible screw self-tapping 10mm (04.503.440.04c, lot number unknown, quantity 6), 2.4mm titanium matrixmandible screw self-tapping 8mm (04.503.438.04c, lot number unknown, quantity 6), 6mm gold cortex screw (part number unknown, lot number unknown, quantity 2), 8mm blue cortex screw (part number unknown, lot number unknown, quantity 1), 10mm blue cortex screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) curvilinear distractor. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier-isimac machine company / inspected, packaged and released by: monument; release to warehouse date: february 27, 2013; part: 04.500.171; curvilinear distractor r70/left; lot: 7111202 (non-sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from isimac was reviewed and determined to be conforming. Packaging label log lppf was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Investigation flow: functional & visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) identified no major visual defects such as bending that would affect the intended function of the device. Functional inspection performed on the device showed no issues with device functionality. The device worm assembly unit was able to slide along the length of the track with no issues noted. Complaint condition was not able to be replicated and the complaint was not able to be confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) and no design issues were identified. Top level drawing for distractor assembly. Worm assembly drawing . Device history record showed this lot work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from isimac was reviewed and determined to be conforming. Packaging label log lppf was reviewed and determined to be conforming. Conclusively, the lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Dimensional analysis was not performed as no functional issues were noted. A definitive root cause could not be determined based on the provided information. However, any possible unintended improper distraction attempts performed could have led to poor/extensive distraction that could have caused the given complaint condition. Furthermore, technique guide for curvilinear distraction system states to only turn the activation instrument in the direction of the arrow marked on the handle to avoid interference in distraction process with distraction in wrong direction. It also states not to hold the extension arm while rotating it with activation instrument which might cause the extension arm separated with the distractor. Therefore, any unintended improper distraction methods followed could have led to this condition. Conclusion: the complaint condition was not confirmed, and no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.